Event description:
The account alleged the head and foot end of the bed will not lower all the way down. No pt injury.

Manufacturer narrative:
The tech found the frame arms bent. The tech replaced the frame arms to resolve the issue.